Event description:
It was reported that during an on site visit, the autopulse platform displayed a user advisory 02 (compression tracking error) message after sizing down on the mannequin and giving a half compression before releasing. Customer indicated that they have been able to replicate this problem multiple times. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.